Event description:
We received a report that a zma 13.5 diopter intraocular lens (iol) would not stay centered. It was implanted on (B)(6) 2014. One day post op (B)(6) 2014 the lens was noted to be de-centered. It was repositioned on (B)(6) 2014. On (B)(6) 2014 it was decentered. On (B)(6) 2014 it was explanted by a retinal specialist. The capsule tore and a vitrectomy was performed. The surgeon used sutures to stabilize the lens that was subsequently implanted. The sutures irritated the patient's cornea and ''caused issues''. In follow up, the reporter indicated the patient is slowly improving.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was cut in pieces, most likely to facilitate the explant process. Under 12x magnification, the lens can be identified as tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens optic is damaged and scratches are present. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Both haptics have a dent. The type of dent is potentially consistent with the imprint of forceps. The type of damage does not suggest or support the dents were introduced during manufacturing. The condition of the returned lens precluded other testing methods, such as diopter verification, dimensional, and functional testing. Manufacturing records were reviewed. Device history records were reviewed and the production order was released without any non-conformances. There was one deviation noted that was not related to this complaint. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.